Event description:
It was reported that patient presented with loose epithelium and bandage contact lens (bcl) was placed on both eyes. Pre-operatively and intraoperative the doctor uses the following medications; vigamox, naphcon-a, acular, proparacaine mixed with sodium hydroxide solution and betadine preoperatively. Intraoperatively, doctor uses proparacaine mixed with 15 drops of sodium hydroxide solution manufactured by fisher chemical as the topical anesthetic. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Device evaluation: application support manager (asm) changed bed energy settings for the system for easier lifts and doctor was happy with current settings. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 04/06/2015, however the correct date is 04/10/2015. Additional information: application support manager (asm) reported that doctor uses bandage contact lens (bcl) due to epithelial sloughing. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.